Event description:
New information received notes that intermittent rv lead noise was observed. The noise was reproducible with shoulder movement and isometrics. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip was returned in one piece measuring 43.5cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. The cause of the reported oversensing and noise could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv oversensing and noise reversion episodes were observed starting from (B)(6) 2019 via remote transmission. The patient was asymptomatic during the episodes.